Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor anomaly. Customer's blood glucose was unknown mg/dl. The customer advised that she/he received lost sensor. The customer found out that needle break. The customer was advised that we would send replacement.